Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems experienced leakage during use. The following information was provided by the initial reporter: after the puncturing, the patient's blood leaked from the catheter hub as the nurse removed the safety device.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9262962. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the affected sample could not be obtained and root cause could not be determined from the provided photos alone; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems experienced leakage during use. The following information was provided by the initial reporter: after the puncturing, the patient's blood leaked from the catheter hub as the nurse removed the safety device.